Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm fiber optic failures within the error logs. To resolve the issue, the fse replaced the fiber optic assembly per the customer request. The unit passed all functional and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by a getinge clinical representative that during clinical training for the ICU the iabp was found alarming fiber-optic sensor module failure. This event occurred during simulation and not on a patient. The clinical representative attempted multiple reboots of the pump but the alarm continued. The clinical representative had the customer take the iabp out of service and advised the customer not to use the unit until it is repaired.